Event description:
It was reported that, during an arthroscopy using a disposable hip pac kit, one of the guide wire was placed over the cannula, after that the guide wire broke while the obrturator was being advanced so it was used another new guide wire from the same hip kit and it also broke. All the broken wires were successfully removed using tweezers. The procedure was completed using a back-up device. A delay greater than 30 minutes was reported. No other complications were reported.

Manufacturer narrative:
The reported guidewires (2) from a disposable hip pac, used in treatment, have not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the guidewires broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the guidewires during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.